Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the locking nuts are rusty. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. Not previously reported. The investigation based to the manufacturing and material documents has shown that the complained articles were manufactured according to the specifications. All metallic contacts in damp or wet conditions produce electrolytic reaction with contact corrosion as result, that should be avoided. The rust resistant applies only if the material is stored under dry conditions.

Manufacturer narrative:
The investigation could not be completed; no conclusion can be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.